Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer disabled," "discharge fault," "defib fault 80," "sys fault 37," "defib disabled," "use pads" and "test failed" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.